Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified in the pump logs; however, the investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level reached 400 mg/dl at the highest. A supply change was performed to address the occlusion.